Manufacturer narrative:
Batch review performed on 8 may 2026 lot 2500606: (B)(4) items manufactured and released on 26-feb-2025. Expiration date: 2030-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 5 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.